Manufacturer narrative:
Other, other text: additional information was received indicating the event date, and patient details. It was additionally noted that there was no patient injury. The pump was switched out with a different pump within an hour of the pump not working.

Event description:
Investigation completed on a smith medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 .

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 . Battery depleted was confirmed when primed. This is isolated to motor locked up. The event was also verified in the event log. Action was taken to replace the moto and device passed all functional testing.

Event description:
Information was received indicating that the battery was noted to be depleted to a smiths medical cadd-legacy plus pump. There were no reported adverse effects.